Event description:
The following allegation was reported to davol by the patient: on (B)(6) 2014 - patient was implanted with a bard ventralight st mesh during a hernia repair surgery. In 2014 - patient reports swelling and jp drains were placed. Ni - post op visit to surgeon and was diagnosed with abdominal abscess, which was drained during a surgical procedure. Ni - the abscess recurred, the patient was admitted, the abscess was drained and she was administered IV antibiotics. On (B)(6) 2015 - the abscess recurred, the patient underwent explant of the mesh with wound vac placement and was given antibiotics for treatment of the infection.

Manufacturer narrative:
Based on information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Infection is a known and inherent risk of any surgical procedure and is addressed in the products IFU. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.